Event description:
It was reported that a patient had experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event and was treated with an unspecified antibiotic medication (route, dose, and frequency not reported). On an unreported date, the patient recovered from the peritonitis and was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed, as there was no sample for evaluation. The assignable cause could not be determined, as no device malfunction nor use error was identified during the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.